Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: visual examination of the returned device confirmed the reported allegation, the device was found cracked on the distal end, as well as broken on the other side of the same distal end. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the reamer is cracked.